Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Investigation of this event is in progress.

Event description:
The healthcare facility reported that following an uncomplicated intraocular lens (iol) implantation in the right eye the patient presented with endophthalmitis symptoms. Pred forte was used post operatively. Four (4) days post procedure a vitreous biopsy was performed and treated with intraocular antibiotics vancomycin and ceftizoxime and an anterior chamber washout. Reported as positive for endophthalmitis.

Event description:
Additional information was received. Patient appears to have recovered well. Vision went from counting fingers (cf) to 6/5 at last check up.

Manufacturer narrative:
Updated b5, b6, g3, g6, h2 and h6.

Manufacturer narrative:
Updated b5, g3, g6, h2, h6 and h11. The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
Additional information was received. The microbiology results were negative. An ac washout, ac tap, and vitreous biopsy was performed and intravitreal vancomycin and ceftazidime were administered. The patient was discharged with topical medications including iopidine, chloramphenicol, cyclopentolate, ciprofloxacin, and hypromellose.